Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, lot# l69630, implanted: (B)(6) 1999, product type: catheter. Product ID: 8575, lot# n076685, implanted: (B)(6) 2007, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for post-lumbar laminectomy syndrome and spinal pain. The pump contained dilaudid and an unknown brand of morphine both at unknown concentrations and doses. It was reported the patient stated that he had the pump filled the day before, and he had a fall and "hit a step stool and broke the tube off somewhere close to where it goes into my spine and immediately lost consciousness." The patient stated that they took him to the hospital and "did x-ray or something" and the "tip had grown to my spine", and "could not be removed." The patient stated that the pump and part of the catheter were removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.